Event description:
Using the CPAP religiously developed severe skin infections and lesions. Lower lip has been severely blistered and peeling now for years since starting CPAP. I have sought medical treatment from numerous doctors to find a cure but none even can find a diagnosis for it. Also sinus and breathing issues. I received a urgent recall letter on october 14 to stop use. FDA safety report ID# (B)(4).